Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that prior to implant the pulse generator was interrogated and exhibited a software error message. The device was not used.